Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient was advised to set device on attentive and heard nothing. Dexcom has issued an rga for patient to return device to be investigated. No medical intervention was required.